Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and initial findings were partially confirmed. When the instrument was installed on an in-house system and connected to an in-house erbe generator, the instrument passed energy recognition and failed instrument energy delivery during in-house testing. The instrument failed continuity testing, there in which both grips showed continuity to both pins of the instrument energy board. The instrument was further disassembled and the pins of the energy boa were tested for continuity. The internal pins on the energy board show continuity to both of the external pins on the energy board. This indicates that there is a short between the two pins on the energy board. There was arcing damage on the underside of the energy board and there was thermal damage on the grey plastic housing near the pin connectors. Additional observations: the thermal damage on the yaw pulley observed during initial fa was confirmed. This observation was not reported by the customer and the fa code for thermal damage on the yaw pulley will not be changed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the conductor wire was not broken and passed the energy continuity test. The instrument was placed in an in-house system and displayed a check energy cord connection. The erbe did not recognize the instrument. The energy cord was tried on a golden instrument and passed the energy delivery test. Components adjacent to this wire do not show damage. The instrument will be transferred to engineering for further review. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had poor energization. The procedure was completing as planned with no reported injury.